Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a hematoma at his ipg site following an implant procedure. The patient was provided with oral antibiotics. Follow-up report indicated that the hematoma was drained twice and there were no reports of further complications. The patient reports 100% pain relief.